Manufacturer narrative:
Analysis of the device is in process; the results will be forwarded when available. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed) at the distal end and blood/body fluid on the distal conductor (not obstructed) at the tip to ring spacer. (B)(4) the full lead was returned, analyzed and no anomalies were found.

Event description:
It was reported that during the implant procedure that the left ventricular leads were unable to pace. It was also reported that one "didn't work" and one "didn't deliver". These leads were not implanted. No patient complications have been reported as a result of this event.